Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the act button is sticking. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to act and esc button are flat button dome. The connector was inspected and locked on lcd board. The insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.